Manufacturer narrative:
(B)(4). Patient was reported to be (B)(6). The exact date of occurrence was not known. The estimated date of occurrence was entered as (B)(6) 2014. Improper or incorrect procedure or method. The device was used in a highly calcified femoral artery. The instructions for use, states: do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Reportedly, a physician mentioned that he would not use starclose anymore and that he is involved with an investigation for a patient death from the starclose se device. Patient allegedly expired seven days post procedure. This was a case which he was not in attendance at. The physician has hypothesized "that the device deployed directly into the patient's artery rather than maintaining its correct position in the arterial wall. This has contributed directly to the patient death. The degree of calcification was confirmed to be highly calcified, puncture was made under ultrasound (unable to confirm)". The physician confirmed, "person deploying the device was a trainee under supervision from a more experience surgeon". The physician has suggested, "the deployment tip came loose during firing the device, suggested the surgeons were retracting the starclose, felt tactile resistance and believed they were in correct position and were in fact against a plaque". No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.